Manufacturer narrative:
510k: this report is for an unknown handle/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the surgeon could not connect the shaft to the quick connector. No patient consequence was reported. Concomitant device reported: large hexagonal screwdriver shaft (part # 314.150, lot # unknown, quantity unknown). This report is for one (1) unk - handles: trauma. This is report 2 of 2 for (B)(4).